Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had moisture damage on the insulin pump. Customer was going in the bathtub and when she unhooked the insulin pump, the pump fell into the tub for about 15 seconds. Customer's blood glucose level was 194 mg/dl. Customer stated that the insulin pump had a battery out limit and the time and date settings had to be reset. Customer stated that she tried to treat with the insulin pump, but it would not let her calibrate. Troubleshooting was performed and insulin pump passed the self test. Customer was advised to monitor the insulin pump. Customer also verified that the boxes she received from medtronic were the replacement sensors she was waiting for. Customer also reported that they received an empty pump return box even though neither the order nor the notes state that a box was sent to the customer. No additional information provided.